Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The mhlas screw was not returned. Therefore, a visual and physical inspection of the products could not be performed. No photographs or radiographs of the screw were available. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for zimmer dental implant systems (4894i rev 3-07/09) identified information regarding screw fracture under section title 'contraindications'. According to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. The complainant reported that the lower 1/3 of the abutment screw broke at the lower portion of the implant. The reported malfunction (fractured screw) could not be verified, as the products were not returned for inspection. A root cause for this complaint could not be determined. Since the product was not returned for investigation, a full analysis of the reported complaint could not be conducted. However, if the product becomes available, a supplemental reported will be submitted. The following sections have been updated: date of this report. Manufacturer. Office contact - manufacturing site. Date received by manufacturer. Type of report, follow-up number. Follow up type. Evaluation codes. Additional narrative. The following sections have been corrected: d11: therapy date

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the abutment screw (mhlas) fractured inside of the implant. The screw was drilled out, damaging the internal threads of the implant. The implant was removed. Tooth location #19.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been corrected: date received by manufacturer was omitted from MFR 0002023141-2018-00833-1.